Event description:
Reference MFR report: 3006705815-2019-01736. Based on information received, the results of the allergy test showed the patient is responsive to stainless steel, silicone, and poly-ks. The provider does not think the issue is due to the scs system. No intervention is planned.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01736. It was reported the patient experienced a possible allergic reaction to the device. A contact materials kit was performed in which the patient exhibited inflamed skin and bumps at the site of contact with peek, silicone, and stainless steel materials. As a result, surgical intervention may occur.